Event description:
During a procedure sealing capability of instrument was reduced following cleaning by hospital staff. The subject device was removed from operative site to inspect. The staff cleaned it again and removed burnt pad and put on drapes. Instrument discarded from operative site. The physician stopped to use and confirmed that there was no fragment of the ptfe pad inside the patient. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the ptfe pad severely worn and the ptfe pad partially separated. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severly and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. It was possible that the part of the worn pad and/or the burnt tissues were put on the drape due to the stress of the cleaning. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below: do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.